Manufacturer narrative:
Not returned. Event conclusion: the physician examined the episode detail printout and the intervals appeared consistent with a ventricular arrhythmia. The arrhythmia was appropriately detected but was not successfully converted. An out-of-range shock impedance (less than 20 ohms) was reported in all stocks attempts during the episode. A decision to obtain high quality images of the device and/or lead for diagnostic purposes is being considered. A memory dump was performed and returned to boston scientific crm for analysis. Review of the device's memory found that episode#10, occurring on april 07, 2008, the date of the reported death, recorded eight shock attempts with measured shock impedances of < 20 ohms which confirms the physician reported observations. Detailed laboratory testing will be performed if the device and lead are returned for analysis. See scanned page.

Event description:
Event description boston scientific crm received information that this pt, with this device and rv lead had expired on april 07, 2008. The cause of death continues to be investigated. The device and rv defibrillation lead were explanted. The device's tachycardia mode status was left in monitor + therapy mode following explant. Consequently, only electrograms following the reported pt death are available for review. The physician reported, to have seen a 'shorted lead' fault code that was displayed on the programmer screen. Boston scientific crm received info that this fault message was printed out by the physician. Additionally, there was a report of a beep tone from the device. The device and lead have been retained for legal review.